Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated (B)(4) result on the architect i2000sr analyzer. The following data was provided: sid (B)(4) initial 78.33, repeat 35.58 u/ml. Unknown sid from october: initial 60 u/ml, repeat 30 u/ml. There was no impact to patient management.